Event description:
The customer reported the system displayed charger failed message during procedure. Case continued with no further error messages. No injury to pt as system continued normal operation.

Manufacturer narrative:
The svc rep was unable to duplicate described error at this time. He inspected charger and charging circuits no anomalies detected at this time, charger failed during high kv and ma shots not uncommon during periods of low wall voltage. Wall voltage measured from 119 to 106 vac which is 12%. He suggest ups for more stable input power. System is operating as intended.